Event description:
It was reported that the patient needed an MRI for a recent increase in seizures. The patient was admitted to the hospital recently for the seizures. Further information was received that the device was disabled for an MRI and turned back on to previous settings after. Diagnostics were performed and impedance was ok. No other relevant information has been received to date.